Event description:
It was reported that a flogard infusion pump plug icon did not illuminate when it was plugged in. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected. The reported condition of the plug icon not illuminating was confirmed. The cause of the reported condition was due a damaged power supply. To correct the issue the power supply was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.